Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the presenting electrocardiogram from the implantable pulse generator (ipg) appeared to have some type of interruption on the presenting rhythm. The device remains in use. No patient complications have been reported as a result of this event.